Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and delivery accuracy test at 0.08740 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device uploaded properly using carelink. Device had scratched reservoir tube window, cracked reservoir tube lip and a stained end cap sticker. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer called got hospitalized due to high blood glucose around (B)(6) 2019 with blood glucose in the 440 mg/dl range at the time of the incident. The customer was given intravenous insulin and manual injections to treat. The customer experienced symptoms such as vomiting, dehydration, and diarrhea. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the pump was not available. The customer was hospitalized twice after dropping to 48 mg/dl. The customer got emergency medical assistance for a high of over 500 mg/dl 3 months prior. The customer also reported a leaking infusion set site that led to the high. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). The information provided in summary with the initial report was incorrect. The correct information has been included with this report.

Event description:
The customer had a low blood glucose of 48 mg/dl. The school nurse treated him with a glucagon shot. Shortly after his blood glucose went up to 458 mg/dl. He was then admitted to the hospital with a high blood glucose. Blood glucose was in the 430 to 440 mg/dl range.